Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the battery would intermittently not hold charge and the wake button was unresponsive. No reported adverse impact to the customer's blood glucose. Customer declined follow up call and troubleshooting with tandem technical support.